Event description:
During an endoscopy ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The end of the product (barrel) broke off and stuck into (lodged inside) the esophagus of the pt. The pt experienced pain/discomfort when they tried to collect the piece. Our attempts to collect additional information regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the pt was adversely impacted other than the discomfort during the attempt to remove the detached section of the device.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended endoscope size for each reorder number. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of the endoscope. Failure to do so may result in barrel becoming dislodged." The instructions for use direct the user to lubricate endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirms that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.